Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, dissection of coronary vein was observed due to the slitter. The physician opted to stop the procedure and used his pacing instead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The cps catheter was otherwise normal.